Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. UDI: (B)(4).

Event description:
On (B)(6)2013, this patient underwent a reintervention of a prior endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis contralateral leg component. On (B)(6)2017, a type ii endoleak from collateral lumbar arteries was detected. Between follow ups on (B)(6)2013 and (B)(6) 2017 the aneurysm enlarged from 64 mm to 83 mm. On (B)(6)2017, a reintervention was performed whereby translumbar aaa endoleak embolization with onyx platinum coils was performed. The patient tolerated the procedure and was discharged on (B)(6) 2017.